Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 43 alarm noted during testing. However, moisture damage in the reservoir tube and motor assembly and a corroded motor home switch noted during visual inspection. Device received with broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Device p-cap or test reservoir does not lock in place properly due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor detected by reading unexpected value from hall sensor error and insulin flow alarm. Customer stated that insulin pump would not rewind and its screaming at him. Customer stated they were not able to successfully clear the alarm and pump error occurred during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.